Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed one other similar complaint(s) from this serial number. Device has not been returned, at this time.

Event description:
Sales rep reported system displays poor ultrasound image quality.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of system displays poor ultrasound image quality. Was unconfirmed. The scanner was evaluated with the model 550 phantom and the image was found to be normal for a sr 8 scanner with the 20 mm gt probe. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed one other similar complaint(s) from this serial number.

Event description:
Sales rep reported system displays poor ultrasound image quality.